Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an extended charge time of 21 seconds, which resulted in the device declaring elective replacement indicator (eri). Two subsequent manual cap reforms demonstrated normal charge times of 9 seconds. Due to these discrepancies, a guidant technical services consultant recommended the device be explanted. To date, this procedure has not been conducted. There have been no reported patient symptoms associated with this clinical observation.